Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins). It was reported that a patient came in who was needing a foot scan, but they reported that their ins had not worked in years. No further clarification or information was available. There were no patient complications reported as a result of this event.